Event description:
Several of the injections had to be wasted due to problems with the syringe [syringe issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events syringe issue and no adverse event from united states. On (B)(6) 2026, amneal pharmaceuticals received information from pharmacist via an email concerning a safety concern of amneal's risperidone for extended-release injectable suspension. Product details included amneal's risperidone for extended-release injectable suspension 50mg (ndc: (B)(4), and lot number, expiry date, serial number were not reported). It was reported that several of the injections had to be wasted due to problems with the syringe. Last action taken with risperidone in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of syringe issue and no adverse event was unknown. The reporter did not provide the causality of syringe issue and no adverse event with risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.